Event description:
This is report 1 of 2 for this complaint (B)(4).

Event description:
It was reported that when the foot switch pedal is removed from the switch, the drill continues to run. The cable for the foot switch has also been included as a possible issue.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: partial lot number was legible and reported to be xxx1224, this information enabled the manufacturing location to be identified additionally the manufacturing documents were reviewed and no complaint related issues were found. Additional common device names dzi, erl, hbe. Answered yes as labeled for single use on the initial report, this was incorrect device is an instrument. (B)(4). Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Both devices were received for a manufacturing evaluation and both items were damaged. The customer complaint was verified and item was scrapped (worn out parts). It is impossible to determine how the product was handled and cleaned out in the field; therefore, this complaint is indeterminate from a manufacturing standpoint.